Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, no patient anatomical information was provided, which may have aided the investigation. Return of the graftmaster may have ultimately aided in determining a cause for the reported complaint. It is possible that the stent graft interacted with the lesion during attempted advancement such that upon removal, the stent became disrupted on the balloon and dislodged, though this cannot be confirmed. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received from the complaint and without the product to examine, a definitive cause for the report stent dislodgement cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement.

Event description:
It was reported that the graftmaster stent was being used to treat a perforation caused by a non-abbott drug eluting stent, that occurred in the saphenous vein graft (svg) to the right coronary artery (rca); however, the stent dislodged from the balloon prior to the attempt to deploy the stent. The stent was able to be successfully retrieved with a snare device. A second graftmaster stent was used to treat the perforation successfully. No patient effects were reported. No additional information was provided.